Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014. Inratio: 3.0. Lab: 2.15. Inratio was tested less than two hours after lab draw was performed. Therapeutic range: 2.5 - 3.5. Pt self tester is (B)(6) years old. His mother stated that coumadin was increased based on the inratio, but it would have been increased based on the lab as well. Milking of finger after fingerstick; touching finger to sample well.

Manufacturer narrative:
Investigation pending.